Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt fell while camping, and was admitted with an elevated inr. During the admission, he developed elevated hypertension and coded with internal brain hemorrhage. The vad coordinator reported no evidence of pump malfunction at this time.

Manufacturer narrative:
The pt expired. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.